Event description:
Tech alleged main ac cord sheathing was cut away in two places exposing bare copper wire. Bed tagged out for repair.

Manufacturer narrative:
Technician replaced ac cord to correct. No injuries alleged.